Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: component of the bur that came off. Probable root cause: manufacturing controls. Qc incoming and in-process inspections. Manufacturing task instructions. Manufacturing: mold design optimized. Instructions for use: design: surface treatments. Design: surface finish callout. Design: hub material/design optimized. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.